Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
The customer reported that they are not sure why they were missing some augmentations in some beats. They changed the trigger from electrocardiogram (ECG) to pressure, but the problem still existed. Cardiac rhythm appears irregular. This event occurred while the cs300 intra-aortic balloon pump (iabp) was being used on a patient. There was no patient harm and no adverse event reported.